Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. Therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported 3 employees received false positive results using the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false positive results for individual 1. See related cases for alternate false positive results. Individual received a false positive result on (B)(6) 2023, using the cue covid-19 test for home, and over the counter (otc) use (cartridge sn (B)(4), lot 27399c. Reader sn (B)(4). A repeat cue covid-19 test performed on an unknown date provided a negative result. Individual had no symptoms or known exposures. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Update to h10: a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.